Manufacturer narrative:
The investigation for the vascular damage has been completed. Per clinical details, the patient had a history of diabetes and obesity. Additionally, during impella access, the guidewire couldn't cross the left circumflex artery which was most likely due to stenosis, so the decision was made to treat the vessel with a percutaneous cardiac intervention (pci). However, there is no report of stenosis in the femoral artery, where the aneurysm occurred. It is not clear whether the aneurysm was noted before or after pci treatment. Data logs are not relevant to the complication and product was not returned for investigation. Due to lacking clinical details, the root cause of the vascular damage could not be determined.

Event description:
The complainant reported that the 61-year-old male patient on impella cp support had a right femoral pseudo aneurysm. The impella was removed, and the aneurysm was fixed. Care was withdrawn at the end of support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿